Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, h2, h6, h10. Correction: h10 (device was re-investigated due to new information regarding the inspection). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: hole in the camera cable, and air leak in the camera cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event can be prevented by following the instructions for use which state: precautions for disappeared or frozen endoscopic image important information ¿ please read before use [warning] ·if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Important information ¿ please read before use precautions for disappeared or frozen endoscopic image [warning] ·never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a dim image. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The image was dark. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a dim image. There were no reports of patient harm associated with this event.